Manufacturer narrative:
The patient was sent a replacement device and supplies to resolve this issue. The device associated with this incident has not been returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported their control solution test results were out of range for control solution 1. The result for control solution 1 was 82. The pre-calibrated ranges for control solution 1 were 94-142. The member performed another control solution test with a new vial of test strips and the results was 79 for control solution 1. The pre -calibrated ranges for control solution 1 was 94-142.the patient did not receive medical treatment as part of the device malfunction.